Event description:
It was reported by the contact that the customer rec'd an auto-off alarm in the morning. The customer last had contact with the pump the evening prior to receiving the alarm. The contact could not recall if the blood glucose level was impacted as it was not tested. The contact was able to clear the alarm and resume insulin delivery.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.